Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was engaged in physical activity. Rhythmcare provided further troubleshooting steps including testing the system with the patient in different positions. This device remains in service. No additional adverse patient effects were reported.